Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter alleged that the up arrow button was torn and when the button was pressed water came out. It was noted that the pump had been exposed to moisture. It could not be determined whether tactile changes occurred prior to the damage to the keypad button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/27/2013 with the following findings: there was no visible moisture seen from the outside of the pump. A leak test was performed and a leak was located in the keypad. The keypad cover was found to be torn over the up arrow button. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and ok key contacts. The pump case was removed and there was evidence of internal moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.